Manufacturer narrative:
(B)(4). Customer alleged the pump having a large crack near the battery compartment, serial number has worn off of the pump. P-cap, reservoir will be checked if it locks properly in place and displacement test will be performed. The insulin pump p-cap test reservoir locks in place properly and no anomaly noted. Insulin pump passed the displacement test. Insulin pump had missing display window cover, stained keypad overlay, cracked reservoir tube lip, cracked battery tube threads, cracked case corner of belt clip rails, serial number label missing. In summary, customer allegation for cosmetic damage was confirmed in the list above during visual inspection.

Event description:
Information received by medtronic indicated that the insulin pump had damage on battery compartment. It was reported that there was large crack near battery compartment and replace the battery. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.